Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system and insulin was squirting out during manual prime. Customer¿s blood glucose was 174mg/dl. Customer stated that they are unable to exit the "preparing to prime" loop and insulin pump was stuck in rewind and drive support cap was normal. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.